Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The instrument was giving partial aspiration errors when the leak was noticed. The volume of the leak was about 5 ml and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
Per a conversation with the field service engineer (fse), he found that the needle was clogged. The fse replaced the needle and the instrument ran without any leaks. The instrument continued to give partial aspiration errors. The fse noticed that the random access module was worn. The random access module segments the diff and retic samples and processes samples for retic analysis. The fse replaced the random access module and the instrument ran without partial aspiration errors. (B)(4).